Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left side lower abdomen') in an adult female patient who had essure (batch no. B02259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included body mass index normal, vaginal irritation, urgency urination, vaginal discharge, chickenpox, bladder operation, colposcopy, malaise, acne, menopausal symptoms, dyspareunia, libido decreased, dysuria, gravida I and parity 1. Previously administered products included for an unreported indication: nuvaring from 2004 to 2012. Concurrent conditions included post-traumatic stress disorder, chlamydial infection, varicella zoster, hidradenitis, hypothyroidism, menstruation irregular, testosterone low, pelvic pain, discomfort, constipation and leiomyoma nos. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: multiple bladder infections"), amnesia ("neurological conditions or problems type: memory loss & inability to concentrate"), disturbance in attention ("neurological conditions or problems type: memory loss & inability to concentrate"), depression ("psychological or psychiatric problems condition: depression & anxiety") and anxiety ("psychological or psychiatric problems condition: depression & anxiety"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain 20 lbs"). On an unknown date, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: penduculated fibroid") and experienced abdominal pain upper ("stomach pains"), insomnia ("inability to sleep\ insomnia"), vaginal infection ("vaginal infection") and headache ("migraines / headaches"). The patient was treated with antibiotics, bupropion hydrochloride (wellbutrin), melatonin, metoclopramide, naproxen, rizatriptan, sertraline hydrochloride (zoloft), sodium and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the allergy to metals, cystitis, migraine, nausea, amnesia, disturbance in attention, depression, anxiety, fatigue, weight increased, uterine leiomyoma, abdominal pain upper, insomnia, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, anxiety, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, nausea, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- right tube 3 coils left tube 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: result-negative. Lot number: b02259 manufacture date: 2013-02 expiration date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of product technical complaint. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left side lower abdomen'), device breakage ('breakage') and device expulsion ('device expulsion') in an adult female patient who had essure (batch no. B02259) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included body mass index normal, vaginal irritation, urgency urination, vaginal discharge, chickenpox, bladder operation, colposcopy, malaise, acne, menopausal symptoms, dyspareunia, libido decreased, dysuria, gravida I and parity 1. Previously administered products included for an unreported indication: nuvaring from 2004 to 2012. Concurrent conditions included post-traumatic stress disorder, chlamydial infection, varicella zoster, hidradenitis, hypothyroidism, menstruation irregular, testosterone low, pelvic pain, discomfort, constipation and leiomyoma nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue/other injuries/symptoms: fatigue"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: multiple bladder infections/bladder infection"), amnesia ("neurological conditions or problems type: memory loss & inability to concentrate"), disturbance in attention ("neurological conditions or problems type: memory loss & inability to concentrate"), depression ("psychological or psychiatric problems condition: depression & anxiety/psych injury") and anxiety ("psychological or psychiatric problems condition: depression & anxiety/psych injury"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain 20 lbs"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pains"), insomnia ("inability to sleep\ insomnia"), vaginal infection ("vaginal infection"), headache ("migraines / headaches"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: "pedunculated" fibroid"). The patient was treated with antibiotics, bupropion hydrochloride (wellbutrin), melatonin, metoclopramide, naproxen, rizatriptan, sertraline hydrochloride (zoloft), sodium and surgery (essure removed and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved and the device breakage, device expulsion, allergy to metals, cystitis, migraine, nausea, amnesia, disturbance in attention, depression, anxiety, fatigue, weight increased, uterine leiomyoma, abdominal pain upper, insomnia, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, anxiety, cystitis, depression, device breakage, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- right tube 3 coils left tube 7 coils. Patient received treatment for- pain, bleeding, nickel allergy, "breakage"/ expulsion, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: result-negative. Lot number: b02259 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event was added- device breakage, device expulsion , pelvic pain and abdominal pain. Event outcome was added- pain and bleeding was resolved. Reporter information was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left side lower abdomen') in an adult female patient who had essure (batch no. B02259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included body mass index normal, vaginal irritation, urgency urination, vaginal discharge, chickenpox, bladder operation, colposcopy, malaise, acne, menopausal symptoms, dyspareunia, libido decreased, dysuria, gravida I and parity 1. Previously administered products included for an unreported indication: nuvaring from 2004 to 2012. Concurrent conditions included post-traumatic stress disorder, chlamydial infection, varicella zoster, hidradenitis, hypothyroidism, menstruation irregular, testosterone low, pelvic pain, discomfort, constipation and leiomyoma nos. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: multiple bladder infections"), amnesia ("neurological conditions or problems type: memory loss & inability to concentrate"), disturbance in attention ("neurological conditions or problems type: memory loss & inability to concentrate"), depression ("psychological or psychiatric problems condition: depression & anxiety") and anxiety ("psychological or psychiatric problems condition: depression & anxiety"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain 20 lbs"). On an unknown date, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: pedunculated fibroid") and experienced abdominal pain upper ("stomach pains"), insomnia ("inability to sleep\ insomnia"), vaginal infection ("vaginal infection") and headache ("migraines / headaches"). The patient was treated with antibiotics, bupropion hydrochloride (wellbutrin), melatonin, metoclopramide, naproxen, rizatriptan, sertraline hydrochloride (zoloft), sodium and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the allergy to metals, cystitis, migraine, nausea, amnesia, disturbance in attention, depression, anxiety, fatigue, weight increased, uterine leiomyoma, abdominal pain upper, insomnia, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, anxiety, cystitis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, nausea, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- right tube 3 coils left tube 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Human chorionic gonadotropin on (B)(6) : result-negative. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received: reporters were added. Lot no. Was added. Patient's demographic was added. Case become incident previously added injury nos was replaced by abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), multiple bladder infections, vaginal infections, migraines / headaches, nausea, memory loss, inability to concentrate, depression, anxiety, dysmenorrhea,dyspareunia, fatigue, nickel allergy, left side lower abdomen pain,weight gain, pedunculated fibroid, insomnia, headaches, stomach pains & device monitoring procedure not performed, were added. Treatment drugs were added. Lab test was added. Concomitant & historical conditions were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.